Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a routine in clinic follow up, review of stored device memory noted that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited noise and oversensing resulting storage of several non-sustained ventricular tachycardia (nsvt) and ventricular fibrillation (vf) episodes. Inappropriate anti-tachycardia pacing (atp) was delivered as a result. The noise was able to be reproduced by moving the patient's arms. It was noted that the patient was not pacemaker dependent. Boston scientific technical services (ts) discussed troubleshooting and programming options. Detection durations were reprogrammed and a lead revision procedure will be planned for a future date. No adverse patient effects were reported. Available information suggests that this product remains implanted and in service.